Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that the procedure performed was to treat a de novo, mildly tortuous mesenteric artery that is 80% stenosed. The 7.0x29mm over-the-wire omni elite balloon-expandable stent (bes) delivery system was advanced to the lesion. Upon positioning the bes for deployment, the stent dislodged. By partially inflating the balloon, the stent was able to be repositioned and implanted at the intended target lesion. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.